Manufacturer narrative:
The suspect medical device was not yet returned to the MFR for eval/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unk. However, if the suspect medical device is returned for eval or additional significant info becomes available, this report will be updated. Olympus submits this incident as a medical device report (MDR) in abundance of caution.

Event description:
Olympus was informed that during a therapeutic transurethral resection of the prostate (turp) procedure, the loop wire of the suspect medical device broke off and fell inside the pt's bladder. No fragments/parts remained inside the pt as they were reportedly retrieved by unspecified suction instrument. The intended procedure was reportedly completed by using the same set of equipment and there was no report about an adverse event or pt injury.